Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the atrial output connector was broken. It was also noted that the upper and lower cases were broken and contaminated, the battery release was contaminated, both bail covers were missing, the ring cover was contaminated, the battery contacts were compressed, both bails were missing, the battery drawer was contaminated and the keyboard was scratched.

Event description:
It was reported the atrial outlet is broken. The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.